Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21 / -31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total b-hcg result. A patient¿s hcg result on (B)(6) 2024 was 126.45 miu/ml and the result was reported to the clinical physician. On (B)(6) 2024, the patient¿s new blood sample yielded a result of < 2.3 miu/ml. The original sample taken from (B)(6) 2024 was retested and the hcg generated a result of < 2.3 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Correction: updated d4 - catalog #, d4 - lot #, and d4 - primary UDI number. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue. The ticket review of tracking and trending did not identify any trends regarding the commonalities for lot number 58457ud01 and complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the lot number and complaint issue. Customer field data was used to assess the performance of the alinity I total b-hcg assay using worldwide data. The review shows that the median patient result for lot 58457ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinty I total b-hcg reagent lot 58457ud01 was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result. A patient¿s hcg result on (B)(6) 2024 was 126.45 miu/ml and the result was reported to the clinical physician. On (B)(6) 2024, the patient¿s new blood sample yielded a result of < 2.3 miu/ml. The original sample taken from (B)(6) 2024 was retested and the hcg generated a result of < 2.3 miu/ml. There was no impact to patient management reported.